Event description:
It was initially reported in (B)(6) 2022 that the user experienced increasing discomfort with the soft contact lenses after cleaning with the care solution. The discomfort resolved with discontinuation of the care solution. The user later reported in (B)(6) 2023 that they experienced eye irritation and swelling and sought medical attention. The user felt they had developed an eye infection starting in the right eye on (B)(6) 2022 and then developed in the left eye as well. The user had scheduled an eye appointment for (B)(6) 2022 but after self-treating with a saline eye flush, compress, and over-the-counter drops, the user described the incident as non-urgent and cancelled the appointment, rescheduling for the following month. The user states that while they did not seek urgent treatment, experienced an extreme eye infection and were out of work for approximately 15 days related to the irritation and swelling. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged infection with a lack of medical information, unconfirmed diagnosis, and unknown patient resolution.

Manufacturer narrative:
No device was returned for manufacturer analysis. Investigation found no issues or nonconformance's, no root cause could be established. The association between the coopervision device and the event is unconfirmed.